Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Visual inspection found the module rear and front cases with external damage (twisted) consistent with heat damage to the battery. The battery module was deemed irreparable and scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery module visual inspection found the module rear and front cases with external damage (twisted) consistent with heat damage to the battery. No additional information is available.